Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm. The blood glucose was 153 mg/dl at the time of the incident. Customer stated that, the insulin pump went to replace the battery 1st batteries the screen would not come on, cleaned the battery cap and put a 3rd battery , battery failed and then put a 4th one in and its flickering. Customer also reported blank display screen. After troubleshooting of the blank display, the display screen returned. Troubleshooting step were guided for failed battery test alarm and customer received failed battery test. Customer stated after the 4th battery partial display. Assisted the customer in performing a self-test. Customer advised to monitor the insulin pump. The insulin pump will not be returned for analysis.